Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided anisomastia. The patient states that her breasts appear to be in different sizes, and the difference was noticeable from the date of implantation. The patient had a consultation with a healthcare professional and was advised to wait for one year to see if her breasts would look the same. The patient¿s doctor suspects that the patient¿s breasts appear to be in different sizes due to swelling. However, the patient thinks that the issue is not due to swelling. At the time of this report, mentor has received no information regarding an expected explantation date.